Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the ultrasafe plus x100l png clear was loose when taking it out of the package, and product leaked past it before use. The following information was provided by the initial reporter: "a hcp from orthopaedic practice has reported the syringe was taken out of the package, the "piston" was loose, and the product ran out of from the back side (no skin contact)."

Event description:
It was reported that the plunger in the ultrasafe plus x100l png clear was loose when taking it out of the package, and product leaked past it before use. The following information was provided by the initial reporter: "a hcp from orthopaedic practice has reported the syringe was taken out of the package, the "piston" was loose, and the product ran out of from the back side (no skin contact)."

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.